Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/23/2017 with the following findings: during investigation, the battery compartment was found to be cracked from the threads down to the case seal on the side. The battery cap was not returned with the pump. A test battery cap was able to appropriately fit to the pump. Moisture corrosion was observed in the battery compartment. A leak test was performed and a leak was identified in the battery pump crack. The pump cover was removed and moisture was observed on the motor connector. Unrelated to the original complaint, the display was found to be dim and discolored.